Event description:
I had essure implanted in 2007, after I had really heavy and painful periods which led to an ablation in 2014. Still had periods after ablation, cramping continued and got worse, finally had to have a hysterectomy in 2018 after vaginal ultrasound showed the essure devices had migrated into my uterus.